Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the pump history showed that loss of cartridge detection occurred. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history showed that loss of cartridge detection occurred. During evaluation the pump was able to rewind, load and prime successfully. After the prime step was completed basal delivery was initiated and an occlusion alarm was emitted. The force sensor was found to be out of calibration due to a cold solder connection on a component in the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.